Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 7 days after the sensor had been inserted into the abdomen. According to the patient, on approximately the evening of (B)(6) 2025, the patient´s cgm reading was 55 mg/dl, which was persistent despite stopping the administration of insulin by the pump. The patient went to the emergency room (unknown how), where they were treated with intravenous glucose g30%, after which a temporary rise in the cgm reading occurred, but after which again the cgm reading dropped. On (B)(6) 2025, which was the morning after the initial low cgm reading was noted, the patient still experienced hypoglycemia. Dexcom was contacted by the physician treating the patient and was recommended to take a fingerstick. When taken at the time of the report, the cgm reading was 70 mg/dl, and the blood glucose reading was 600 mg/dl. No symptoms were reported at that moment by the patient, but the patient would have also had ketonuria. Treatment with insulin was given. The patient stated she had the flu at the time of the event and was given oxygen due to a low saturation. During a follow up with the physician, it was stated that the patient was discharged after spending 7 days at the hospital. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information was available.